Event description:
The customer reported that the fluid removal rate was set at 200ml/hr, however, the machine displayed 330ml/hr. The actual rate removed was 65ml/hr.

Manufacturer narrative:
The technical machine data files have been received and reviewed, which confirmed a flow rate discrepancy. Gambro renal products has confirmed reported problems related to screen updates and user inputs including flow rate discrepancy. Code review reveals a lack of synchronization between the protective system and user interfaces. Gambro renal products will implement a revision to current software. The new software version 3.0 will reduce the likelihood of occurrence of the known causes of flow rate discrepancy. The planned release date for software version 3.0 is year-end 2006. No further action will be taken. However, the issue will continue to be trended as a part of gambro renal products complaint and corrective action system.